Event description:
Received info stating customer received one occlusion alarm during a bolus. The customer's blood glucose levels were not impacted.

Manufacturer narrative:
No product returning for eval. During follow up, the customer reported that no add'l alarm occlusions have occurred. Should new info become available, a follow up MDR will be submitted.